Manufacturer narrative:
The t:slim pump user guide states: "do not remove or add insulin from a filled cartridge after it is installed on the pump. This will result in an inaccurate display of the insulin level on the home screen." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. During troubleshooting it was determined that he customer had been adding insulin to an existing cartridge each day. The customer's blood glucose (bg) level was impacted (255 mg/dl). It was indicated that the customer would use the pump to correct elevated bg level. During troubleshooting with tandem technical support, the customer was able load a new cartridge onto the pump and resume insulin delivery.